Event description:
The haptic was found twisted upon the opening of the lens carrier.

Manufacturer narrative:
Results: the lens was received positioned incorrectly in the open carrier with visible dried solution on the lens optic. The haptics of the lens were found bent. The lens appears to have been used. Due to the conditions in which the lens was received, the cause for this malfunction cannot be determined.